Manufacturer narrative:
(B)(4): the customer reported the device was discarded. The lot number was provided. Review of the device lot history record did not produce any findings relevant to this report.

Event description:
It was reported that a physician in training in the use of the starclose se device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, strong resistance was felt upon removal of the device after clip deployment. Counter-traction was applied to successfully remove the device from the patient's anatomy. Hemostasis was achieved with the device. There were no patient effects reported. Though requested, no additional information was provided.